Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified black particle material on the shell and an opening on the posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported replacement left breast after breast cancer. Ultrasound showed a suspected rupture of the left device. During surgery rupture confirmed (rupture of the upper part on the back surface with silicone leaking). The device has been explanted.